Event description:
Event description guidant received information that, approximately 3 years post-implant, this implantable cardioverter defibrillator (ICD) was interrogated and the battery status was noted to be at mol2 with a charge time of 21.2 seconds. It was reported that there were no episodes stored in the device memory and the pacing was set at 2%. It was further noted that device print-outs would be prepared and forwarded to guidant for review and that the physician has elected to replace the device within 30 days.